Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received an unknown drug in an implantable pump for an unknown indication for use. There was a patient with a suspected granuloma. The hcp wondered if the granuloma could follow the length of the catheter. The granuloma had not been diagnosed. The reporter had no further patient history. There were no symptoms reported due to the suspected granuloma. The reporter would follow up with the hcp.